Manufacturer narrative:
Based on the claim against the product by the customer noting generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and generator. Fse reproduced the issue confirming a defective iesu viodv generator. The fse replaced the iesu viodv generator to correct the reported problem. After replacement, the system was retested and verified as ready for use. Isi received the replaced iesu viodv generator involved with this complaint; however, failure analysis is currently ongoing. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to multiple c-34 and m-11 errors. Fse confirmed a defective iesu viodv generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the integrated electrical surgical unit (iesu) viodv generator displayed multiple c-34 and m-11 error codes. The customer received phone assistance from the technical support engineer (tse). The issue was initally received by the isi clinical sales representative (csr). The csr advised the customer to replace the instrument and the energy cord, followed by a power cycle of the generator; however, issue persisted. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the procedure was approximately 75% completed and due to the generator issue, the surgeon elected to convert the procedure to laparoscopic surgery. No troubleshooting with tse was performed. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the procedure change to laparoscopic well. No known impact or patient consequence was reported.

Manufacturer narrative:
The integrated electrical surgical unit (iesu) was returned for failure analysis (fa) and the reported complaint was confirmed and reproduced. The iesu was placed on an in-house system and ran on normal mode and failed testing. The complaint regarding error message was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.